Event description:
Information was received indicating that a smiths medical fluid level 1 hotline low flow system was not responding or triggering the high temperature alarm. Water float was reported to not be working and high temperature was going to 42 and not 43 degrees. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical fluid level 1 hotline low flow system was returned for analysis with bent micro switch. During analysis, the float switch was tested which alarmed as it should. Tested the high temperature which was low confirming the customer's reported complaint. It was noted that the over temperature alarm was set low and was out of calibration. Service recalibrated the device to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was unknown.